Manufacturer narrative:
Based on new information from the account, this file was upgraded from a malfunction to a serious injury.

Event description:
The staple line was resected at the anus side.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during the first firing in a rectal resection procedure, the device stopped after it fired about one centimeter. The surgeon pushed the blue button again, however, the device did not fire again. The jaws were opened. A new reload was attached and the issue occurred again. A new device was used to complete the procedure. There was no injury to the patient. Additional information has been requested but not yet received.